Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that the blade of the device did not retract and that the jaws could not be re-opened during a procedure. The customer did not provide information as to whether the device was applied to tissue when this occurred. There was no patient injury.